Event description:
(B)(6) -the dealer reported that the xpo100 portable concentrator was logging off without command. It is unknown if the unit alarmed as designed. There was no patient injury reported.